Event description:
The customer reported that while the unit was in use on a patient, the display failed and the unit smelled hot. The patient was switched to antoher unit and therapy was continued. No patient injury was reported.